Manufacturer narrative:
The initial MDR incorrectly indicate the reported event was a patient death.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the flow sensors are not recognized by the anesthesia machine. There was no report of patient involvement.